Event description:
The customer reported to customer service that the transformer became very hot. The customer also stated that the transformer sparked and made a popping sound. No injury was reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, the customer indicated that sparking was observed at the strain relief, however, there were no flames. She also indicated that an injury was not sustained as a result of the issue. In summary, a breach in the insulation at the strain relief was present which could result in sparking and is a safety risk. As a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are ongoing. Evaluation summary: a visual examination of the power supply revealed nothing unusual with the transformer housing. A visual examination of the cord revealed twisting of the cord and exposed wires at the strain relief. The power supply was plugged in and the voltage across the dc plug was measured at 13.51 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured 10 ohms, which indicates that there is a short in the dc cord. Smoke, fire and sparking were not observed while the power suppl was plugged in. The resistance across the ac blades measured as 68.4 ohms, which is normal and indicates that the thermal fuse did not blow.